Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt never had therapeutic effect, and that the device has been poorly placed causing friction on her ribs. The device was explanted, but the lead wires remained. The pt was considering having the wires removed as well. Add'l info was requested.